Event description:
The rptr performed two blood glucose tests seconds apart, using separate fingersticks, and got results of 88 and 127 mg/dl. She retested ten minutes later, and got a reading of 265 mg/dl. Rptr did not eat or medicate in the ten minute time frame between her second and third test. Her control solution had expired and she had never cleaned her meter. She did not report any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8